Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device shut down and restart. No patient involvement.

Manufacturer narrative:
Conclusion: / root cause: the failure of c56 prevented the power supply from operating on ac power.